Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose on (B)(6) 2018 with blood glucose of 520 mg/dl at the time of the incident. The customer was at 520 mg/dl at the time of the call. The customer used a pump bolus to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had a low that was not documented. The insulin pump will not be returned for analysis.